Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the unit failed arterial bpm high potential (hi-pot) test. There was no patient involvement.